Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a bilateral case of transient light sensitivity (tls) at ten days post lasik procedure. Patient reported light sensitivity was so bad that she could not work. Reporter indicated topical steroid eye drop dosage was increased. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, patient is stated as doing well. Issue resolved.